Event description:
Customer reported that he had unexplained low blood glucose of 70 mg/dl because his insulin pump was over delivering. Customer stated that the insulin pump was alarming no delivery, but it was over delivering because the numbers were ramping on their own without input from him and the blood glucose was low. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.